Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had been off for approximately 2 months. After connecting the pump to the power source the customer the customer observed the red light around the wake button flashing. Follow up with the customer determined that the pump screen had come on however, the pump would not charge past 5% despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose (bg) level was 400-500 however the customer was using a non-tandem pump at the time of the event. Manual injections were administered. The customer confirmed alternate insulin therapy was available.